Event description:
During an unknown endoscopic procedure, the physician used a cook fusion quattro extraction balloon. It was reported [that] balloon had burst. There was no reportable information at this time. Upon investigation of returned device on 03dec2025, it was found that the balloon was missing pieces [subject of report]. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Continued: d2a common device name: biliary catheter for stone removal that may also allow for irrigation and contrast injection. Investigation evaluation: the product said to be involved was returned in an open pouch from the lot number provided in the report. The label matches the product returned. Our laboratory evaluation of the product said to be involved confirmed the report. The device was returned without the syringe. The balloon was ruptured and examined under magnification. Under magnification, it was identified there was barely any balloon material present; a large portion of the balloon material appears to be missing. The missing portion of the balloon was not returned with the device. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the returned device confirmed the report. A corrective action (CAPA) has been initiated to reduce occurrences of balloon ruptures. The product said to be involved is included in the scope of the corrective actions. In the information provided in the report, it states the balloon was tested prior to advancement down the endoscope accessory channel and inflated properly. A pinhole, split, or rupture in the balloon can occur if the balloon material has come into contact with a sharp object, such as a sharp stone or possibly a burr in the endoscope channel. A split or rupture in the balloon material can also occur if added pressure was applied during extraction. The instructions for use direct the user to "gently withdraw the inflated balloon toward the papilla." The instructions for use contain the following: ¿warning: do not exert excessive pressure on ampulla while extracting stones. If stone does not pass easily, reassess need for sphincterotomy.¿ prior to distribution, all fusion quattro extraction balloon are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action (CAPA) has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this corrective action. A review of the complaint history was conducted. Quality assurance will continue to monitor for complaint trends.